Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The chronic totally occluded target lesion was located in the right coronary artery (rca). A 2.75 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, when the device was passing through a non-bsc guide extension catheter, the shaft broke approximately 60cm from the hub. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.